Event description:
It was reported the pt's ipg was replaced during a lead migration revision (reference MFR reports: 1627487-2014-06061 and 1627487-2014-06062). The physician decided to replace the pt's ipg since the pt had not charged his ipg in several months.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.